Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that lead had apparent explant damage. Continuation: d274trk implantable cardioverter defibrillator 2010-(B)(6); 4196 implantable pacing lead 2010-(B)(6); 4076 implantable pacing lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and a fracture was suspected. Also reported was possible early battery depletion of the device. The lead and device were explanted and replaced. No patient complications have been reported as aresult of this event.